Manufacturer narrative:
Eua# (B)(4). H6: investigation summary ithe complaint investigation for discrepant results when using the bd max sars-cov-2 reagents (ref# 44500301) lot 0168240 was performed by the review of the manufacturing records, analysis of the customer¿s data and verification of complaints history. Review of the manufacturing records indicated that the lot was manufactured according to specifications and met performance requirements. Customer reported discrepant results (false positive) using bd max¿ systems kit lot 0168240 and provided the instrument ct0711 database for investigation. After database analysis, kit lot 0168240 did not give a higher positivity rate for n1 and/or n2 targets compared to other lots used. Since the lot 0168240 was mostly used by the customer (in 42% of the database runs analyzed), this might have contributed to the customer¿s perception that lot 0168240 is associated with more discrepant results. The customer¿s udp settings were verified and the result logic parameters were set in accordance with the bd max sars-cov-2 reagents package insert instruction for use. According to the customer, 25 false positives results were obtained between 8/28/2020 and 9/18/2020; however the customer provided a list of discrepant samples and this list contained 34 positive discrepant samples. Manual pcr curve adjudication was conducted across all discrepant results (34 samples). Manual curve adjudication has limitations; visual examination of pcr curves for low signal and/or aberrant curve geometry is an extremely conservative assessment of the data. Examination of the pcr curves across the 34 samples resulted in three signal profiles. The first signal profile present in 13 of the samples consist of normal pcr amplification curves suggesting true amplification for n1 or/and n2 targets without anomaly, suggesting a true positive results (ID run #474, b12 / #480, b12 / #492, b6 / #493, b7 / #520, b9 / #547, a1 / #565, b8 / #579, b5 / #578, a4 /#585, b9/ #586, a8 / #544, a1 & #546, b1). The amplification was delayed for six of these 13 samples, indicative of a low positive specimen. Low positive samples can occur due to viral titers in the specimen being at or near the limit of detection (lod) of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. The second pcr curve pattern showed a step dislocation in the raw pcr signal and generated positive results (ID run #505, a12 / #539, a2 / #541, b7, a1, a6 & a10 / #552, a1 / #554, a6 / #564, b8 / #574, b8 / #577, b8 / #582, b4). ). It is unlikely the step dislocations are due to true amplification and a root cause could not be identified. The third pcr curve pattern is caused by system-induced noise (ID run #517, a2 & a8 / #570, a5, a7, a10 & a12 / #569, b7 / #578, a1 / #582, a4). This version of the test was not robust to system-induced noise and therefore modifications were made to the assay (cut-off change for n2 in concert with a chemistry modification of the n1 and n2 probe from single to dual quenched) to remediate this issue. There is no indication of an increase in complaints for discrepant results for the bd sars-cov-2 lot 0168240; however this lot number indicates that the customer is running a version of the test that does not contain the chemistry/cut-off changes and no longer manufactured. The root cause was not identified for all discrepant samples but true positive samples, samples at the assay lod or contamination by customers are suspected for 13 positive results. However, one pattern identified in 9 samples was previously identified by bd as contributing to false positive results. A corrective and preventive action (CAPA)1632720 has already been open to investigate the system induced n2 false positive events and the investigation identified the root cause as higher background fluorescence and non-robust n2 cut-off to system-induced noise in the first version of the assay. Both of these issues have been remediated in the amended version of the assay. Bd confirms the complaint for 9 samples provided in the database provided based on the investigation that was performed. Actions have been implemented to resolve the issue.

Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system a high false positive rate is obtained by the laboratory personnel. The customer reported 25 false positive patient results. Specimens were repeated, and upon repeat the results were negative. False results were not reported. There was no reported patient impact. Eua# (B)(4).

Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using the bd max¿ instrument to test for sars cov-2 a false positive result was obtained by laboratory personnel. A repeat test was performed, and no erroneous results were reported. There was no patient impact.